Manufacturer narrative:
During follow up, the facility's olympus-trained biomedical technician confirmed the cracks were caused by the users not loading scopes correctly into the unit. This event is under investigation. A supplemental report will be submitted upon receiving additional information. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
It was reported the plastic lid on the endoscope reprocessor was cracked and needs to be replaced. No patient involvement or impact to patient care was reported for this event.

Manufacturer narrative:
Upon further review, this complaint is not a reportable malfunction. Per the legal manufacturer's there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur. The complaint will be closed by olympus.